Manufacturer narrative:
(B)(4). Approximate age of device ¿ 30 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 30 days post-implant, it was reported that the patient exhibited signs and symptoms of suspected pump thrombosis including hemolysis and hematuria. The patient's lactate dehydrogenase level steadily increased from a baseline of 900 u/l at implant to 2868 u/l and the patient's hemoglobin level continued to decrease. It was reported that the patient's inr had been sub-therapeutic for a period of approximately five days while the patient was transitioning from heparin to coumadin. The patient's anticoagulation medication was switched from coumadin to bivalirudin. A ramp study showed that increasing pump speed did not produce appropriate unloading of the left ventricle as the left ventricle size remained unchanged and the aortic valve opened with every heartbeat. The patient underwent a pump exchange on (B)(6) 2016. Upon explant of the pump, visible thrombus was observed on the inflow stator. It was reported that the patient was asymptomatic and recovering well the day following pump exchange.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned pump. The inflow conduit and outflow graft were not returned for evaluation. Examination of the rotor inlet revealed thrombus formations surrounding the bearing cup on the distal side of the inlet stator and the bearing ball of the rotor. The thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Further analysis revealed flat, non-laminated, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the pump was in use, but may have originally formed elsewhere. Examination of the proximal side of the outlet stator also revealed a deposition adjacent to its bearing ball. The deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. A specific root cause for the development of the observed depositions could not conclusively be determined; however, they could have contributed to the reported elevation in the patient's lactate dehydrogenase level, hemolysis, and other reported symptoms. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.